Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the oled (organic light-emitting diode) screen was discolored. Functionally, the handle was received with a fully depleted battery and the handle was inserted into a charger for charging. Eventually, the ch arging light emitting diode (led) changed to flashing red and the handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured to be 0.036 volts and 0.008 volts. The thermocouple was intact and both battery cells were found to be vented. A representative handle was inserted into the handle and the handle initialized. It was noted that the handle was running v29.3.2 software and the handle had 222 of 300 procedures remaining. It was reported that the device did not work as expected. The reported issue was confirmed. The most likely root cause was traced to a component failure. It was also reported that the software updates were unable to be installed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the powered handle blacked out and did not work after version upgrade. There was no patient involved. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.